Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 45% battery life to 5%. In addition, after 30 minutes of charging the pump, the battery gauge did not appear to increase. There was no reported impact to the customer's blood glucose level.